Manufacturer narrative:
Exact date unknown, event occurred shortly after the trial. Explant date: leads removed 2 years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70e, serial: (B)(4), batch: 5108169.

Event description:
It was reported that following a spinal cord system (scs) trial procedure the patient was having chest pain and was admitted to the hospital. It was also noted that the patient was having mycoplasma pneumonia and other medical complications. The leads were removed and not returned.